Manufacturer narrative:
Retained foreign object as the tip of the driver remains cold welded in the lock screw implanted in the patient. Engineering review determined that the driver tip fracture was the result of an improperly functioning torque driver handle that did not break away at the required torque value. Thus allowing excessive torque to be placed on the driver tip. The torque driver handle was removed from service. Review of manufacturing history found a total of (B)(4) units of this lot were released for distribution with no deviation or anomalies. A 2 yr complaint history review found 1 previous report of tip fracture for this lot. As the root cause is attributed to malfunction of the mating torque handle, no corrective action was initiated.

Event description:
It was reported that during a procedure performed on (B)(6) 2015, upon torquing a locking-cap screw in the tulip of a reform polyaxial screw, the tip of the lock-screw torque driver ((B)(6)) broke off. The tip was cold welded in the screw and could not be removed. The doctor felt that the locking cap screw was secure in the tulip and chose to leave it in place with the broken tip still in it. Final radiographs taken identified 2 pieces of sheared metal in the wound which the doctor retrieved prior to closing. A delay of approximately 10 minutes resulted.